Manufacturer narrative:
This event is associated with CAPA ca-0049 regarding previously unreported complaints from brazil.

Event description:
It was reported patient experienced increase in seizure frequency. Patient was also hospitalized at the time of the report due to pneumonia. Implant card was reviewed which notes generator was replaced due to battery depletion. The suspect device has not been received to date. No other relevant information has been received to date.